Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the greater trochanter. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not available

Event description:
Revision hip replacement due to greater trochanter fracture. Stem that was in was unstable due to fracture and was replaced, along with head and liner. Update 17/10: first revision (B)(6) 2023 due to periprosthetic fracture, second revision (B)(6) 2023 due to greater trochanter fracture.